Manufacturer narrative:
Additional suspect medical device components involved: model: sc-8216-50 serial #: (B)(4)description: artisan 2x8 lim,50cm the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient has been experiencing a stinging sensation all over her body. The patient was reprogrammed but the sensation continued. The physician ordered a CT scan of the head and blood work which came back negative. Physician feels the symptoms are device related and completely explanted the patient. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient has been experiencing a stinging sensation all over her body. The patient was reprogrammed but the sensation continued. The physician ordered a CT scan of the head and blood work which came back negative. Physician feels the symptoms are device related and completely explanted the patient. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the physician found nothing during the explant. The patient's symptoms were resolved once a few feet away from the microwave that seemed to trigger the stinging sensation. The physician could not determine if the symptoms were device related. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed and the complaint could not be confirmed. The stimulation outputs were delivered gradually and amplitude/pulse width were verified to be correct on all electrodes. The monitoring was repeated near by an active microwave oven, found no stimulation changes affected by the microwave. No excessive leakage current or spurious signals were observed while the active ipg was in saline solution. The associated paddle lead passed visual, photographic and performance tests performed and did not exhibit any anomalies.